Event description:
A pt reported: the port has "lost all the fluid" and "would not fill and no fluid could be taken from the port." Follow up medical paperwork from the physician states that the pt "has felt no restriction for 3 months." The "fluid level is lower" at adjustments and the surgeon was unable to "pull any fluid back." Explant surgery is pending at this time. The surgeon will notify allergan when explant surgery has been scheduled for this pt.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."